Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the issue was due to the revision on that same date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead warning for high and undefined impedance on the right ventricular (rv) lead. There was a lead revision on that date. The rv lead remains in use. No patient complications have been reported as a result of this event.